Event description:
It was reported that the customer was hospitalized with high blood glucose above 600 mg/dl and diabetic ketoacidosis. The customer was originally admitted in (B)(6) 2014, but was again admitted on (B)(6) 2014. For the first hospitalization, the customer was treated with steroids. The customer did not wear the insulin pump after being hospitalized the first time. During the second hospitalization, her blood glucose was 130 mg/dl, and it was discovered that she had an infection, causing ulcers in her intestines, leading to diabetic ketoacidosis. During troubleshooting, it was stated that the customer's infusion sets would come off while she was out being active. The infusion set cannula was reportedly bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.